Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. The customer stated that the current insulin pump had become difficult to read. The customer stated that the insulin pump display was not clear and they have to use a magnifying glass in addition to their glasses to saw it clearly. The device will not be returned for analysis.